Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the analyzer was analyzed and the reported event could not be confirmed, no anomalies were found. (B)(4).

Event description:
It was reported the vga (video graphics array) output was not working; not able to project image onto another monitor. It was also reported the egm (electrocardiogram) on analyzer has been very noisy. The programmer and analyzer were returned for repair. No patient complications were reported as a result of this event.

Event description:
It was also reported the egm (electrocardiogram) on analyzer has been very noisy. The analyzer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.